Manufacturer narrative:
The 2.6f vascu-PICC was returned for evaluation. Visual inspection confirmed a hole in the lumen approximately 1.5cm from the hub. The device was forwarded to medcomp engineering for further evaluation. Medcomp engineering reviewed the device including photographs under magnification. The photographs show the lumen stretched and burst as a result of pressure. A definitive root cause cannot be determined.

Event description:
Patient was found to have a saturated dressing at the PICC site. The catheter was removed and noted upon flushing to have a fracture at the 1.5cm mark.